Event description:
It was stated that the insulin pump had moisture underneath the screen, and was alarming. The alarm was unable to be cleared. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor. Unable to perform the prime test due to the blank display.